Manufacturer narrative:
Correction - this MDR is being submitted to indicate the event is not reportable. Upon further review, it was determined that this event is not reportable per 21cfr part 803.50 as it does not meet the criteria for a death, serious injury or reportable product malfunction. A review of reporting software revealed there are no previous incidents of hub separation of the rssw sheath that lead to a death or serious injury. Additionally review of risk documentation indicated that this malfunction is not likely to cause serious injury if it were to reoccur. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
D10: product received on: 25jun2019. Investigation/evaluation: a review of documentation including complaint history, drawing, instructions for use (IFU), manufacturing instructions (mi), and quality control of the device, as well as a visual inspection, functional test, and dimensional verification were conducted during the investigation. The complainant returned one sheath with no hub and a dilator in used conditions to cook for investigation. The sheath flare appeared lopsided, out of round, had a crease, had a lip, and a diameter measured within specification. Upon inserting the dilator into the sheath, resistance was noted. After the dilator was removed, it was coated in biological matter, which was likely the source of the resistance. Dimensional analysis confirmed that that the device and its components were manufactured to the desired specifications and tolerances. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls and inspections are in place to prevent the release of non-conforming product related to the reported failure mode prior to distribution. A review of the device history record could not be completed due to lack of lot information from the user facility. Therefore, there is no evidence to suggest all items in the lot or similar devices in house or in the field are non-conforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause could not be established. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a wittich nitinol stone basket was used in an unknown patient. The user reports the basket sheath and hub separated during a stone removal. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.